Manufacturer narrative:
This report is based on information provided by a philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator/monitor indicating that the device failed self-testing. The fse evaluated the device at the customer site. The fse performed operational checks and functional tests and there were no issues. The customer's reported issue could not be reproduced as the device is working as intended. The device error logs were reviewed and showed several pacemaker tests failures, however onsite testing resulted in no issues being observed. The device remains at the customer site. No further evaluation is warranted at this time. Based on the information available and the testing conducted the reported issue could not be reproduced. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was confirmed to be operating per specifications and no failure were identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator does not pass the auto test. There was no reported patient involvement.